Event description:
While inserting quintex screws, the metal shavings from the screw and/or plate were observed. Screw trajectory was not excessive and there were no other anatomical, unusual circumstances. No patient injury or death. Surgery was prolonged, 45 minutes. Additional information. The incident occurred during an anterior cervical discectomy and fusion (acdf) case. Additional interventions were necessary; x-ray and fragment retrieval causing a delay in surgery procedure; as previously stated surgery prolonged 45 minutes. The plate and screws are unavailable for investigation because they remain implanted. Additional component: sc624t/quintex dynamic plate 2-level 43mm.

Manufacturer narrative:
Manufacturing site evaluation: plate and screw were implanted in patient. The metal shaving was received for investigation. Lot numbers of plate or screw were not provided. The metal shaving is confirmed to have come from the thread of the screw, however, a definitive root cause cannot be determined. The screw may have been inserted at an incorrect angle or may have been too close to the edge of the plate; the dimensions of the holes of the plate cannot be confirmed and therefore cannot be ruled out as a potential root cause. Without further knowledge surrounding the circumstances, it is assumed that in this case, it was a user related error.